Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection to the returned lens using microscope magnification was performed. One lens haptic (loop) was observed distorted. The other haptic(loop) was observed in good condition. There is no issue with the other lens haptic. Some particles and viscoelastic residue were observed. The reported issue as haptic damaged was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a defect on the haptic of an ar40e 4.5 diopter lens while inserting into the patient's operative eye. Therefore, the lens was removed and replaced with another lens of the same model and diopter. There was no incision enlargement, no vitrectomy, and no sutures used. There was no patient injury. No additional information was provided.